Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 22 g x 0.75 in. Miniloc winged infusion set with a y-site was returned for evaluation. An initial visual observation showed a large split in the tubing of the infusion set, approximately 1 cm distal to the proximal luer hub. Tensile weakness was observed in the tubing around the split. A hard, clear substance was observed in the proximal section of tubing and this substance was found to occlude the tubing when an attempt was made to flush the sample. A microscopic observation revealed the edges of the split were straight and smooth and the fracture surface was observed to be granular in texture. The edges of the split were also observed to be slightly wavy, most-likely due to hyperextension of the material prior to the burst. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The product IFU states: ¿high pressure or use with power injectors may cause leakage or damage.¿ a lot history review (lhr) of ascqs0122 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the miniloc tubing "exploded" during injection. Complainant stated that "it doesn't sound like any harm came from the leak".